Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and failed with damaged usb pins from j3. The could not be charged or re-booted. The log could not be downloaded. A functional test cannot be performed. The allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported.